Manufacturer narrative:
The serial number has been added. It was identified that the patient temperature deviated 2.25 degrees from target temperature for 2 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was reported that the patient allegedly came in at 33c. The target temperature was set to 35c. The patient allegedly went down to less than 29c before they started to warm.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the patient allegedly came in at 33c. The target temperature was set to 35c. The patient allegedly went down to less than 29c before they started to warm.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback regarding patient temperature deviation and proper device use. Device not returned

Event description:
It was reported that the patient allegedly came in at 33c. The target temperature was set to 35c. The patient allegedly went down to less than 29c before they started to warm.

Event description:
It was reported that the patient allegedly came in at 33c. The target temperature was set to 35c. The patient allegedly went down to less than 29c before they started to warm.